Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was used for dilatation. However, during initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.